Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive, cine drive, cine bridge, and gpos, reloaded software and calibration files. System operates as intended. (B) (4).

Event description:
The customer reported problems with the cine drive. No patient injury was reported.